Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of regr2475 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer that there was air bubbles. "This week while I was inserting a 5 french dl PICC line, I noticed during the procedure I was getting air into my syringe every time I was checking for a blood return on the lumen with the wire (stylet wire). I removed the catheter from the transducer and flushed the line again, and noticed there was air bubbles coming from the clear extension."

Event description:
It was reported by the customer that there was air bubbles. "This week while I was inserting a 5 french dl PICC line, I noticed during the procedure I was getting air into my syringe every time I was checking for a blood return on the lumen with the wire (stylet wire). I removed the catheter from the transducer and flushed the line again, and noticed there was air bubbles coming from the clear extension."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking t-lock is confirmed and was determined to be supplier related. One 5 fr dual lumen powerpicc solo ft catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A 3cg stylet and t-lock were returned within the red lumen of the catheter. The red lumen of the catheter was flushed via the t-lock returned on the sample, and a leak was observed emanating from the junction of the hub and the tubing of the t-lock. A microscopic observation revealed a large gap in the adhesive bonding the tubing and the hard plastic hub of the t-lock. The t-lock hub was dissected, and a small gap was observed between the tubing and the hub material. The investigation was forwarded to the end-item manufacturing facility for further evaluation, and bd is working closely with the supplier to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.